Event description:
It was reported that during a pump refill on (B)(6) 2012 the pump was flipped and the patient had a seroma which was preventing the refill. The healthcare provider (hcp) evacuated the seroma and manually flipped the pump back and was able to refill it. It was also reported that the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 16ml while the erv was 6ml. The hcp suspected that this was due to a catheter kink caused by the flipped pump. The patient had experienced increased pain since the previous refill; however, it was noted that the pain may have been related to the patient's cancer. An x-ray was performed to examine the catheter. The following day ((B)(6)) the catheter was revised at the pump pocket site as there was a fracture in the catheter and the sutureless connector was "broke in 2". The reporter stated that during the revision "it appeared there was some trauma at the pump pocket site as a hematoma and a clot were present". Another hcp reported, a fluid accumulation (swelling) at the pump site. The pump pocket site was evacuated for the large hematoma. It was noted that the patient had fallen one week prior to presenting in the operating room (or) which the hcp believed may have been the cause of the fractured catheter. The catheter was aspirated, a prime bolus was performed, and the pump was re-programmed. It was reported that the patient was "doing good post-surgery" and had recovered without sequela. The device system was used to deliver bupivacaine and dilaudid (hydromorphone). It was later reported by a hcp that the patient had passed away on (B)(6) 2012 due to pulmonary embolis and cancer progression.

Manufacturer narrative:
Analysis of the catheter found that the catheter body was broken and was related to user actions. The sutureless connector along with the rest of its assembly was returned in 2 segments. The jagged ends of each segment matched up with one another. It appeared some sort of break or tear occurred. However, information for the event indicated the catheter was implanted on (B)(6) 2012 and then removed on (B)(6) 2012 which was a very short time for a breakage or tear to occur. Event information also indicated the pump was flipped in the pocket. Typically if twisting of a catheter occurred, damage would be seen on the distal (spinal) segment where the catheter had a significantly smaller outer diameter compared to the proximal (pump) segment. The proximal segment was more robust in regards to twisting or breaking due to its greater thickness. Inspection also showed no voids in the silicone material on either side of the break (tear). It was thought some type of mechanical damage to the catheter occurred which weakened the catheter in this area and the subsequent flipping of the pump may have led to the break or tear that occurred. Reattaching the 2 broken ends possibly revealed a "v" shaped mark such as may have occurred with a needle stick. A test catheter was purposely stuck with a refill kit needle and seems to have a slight "v" shape to it and looking through past analysis provided a picture of a needle stick that had a "v" shape to it. Inspection of each end showed notched areas and in these notched areas there was a certain smoothness which indicated some type of mechanical cutting action. Because the notched areas were across from one another when viewed in cross section, this possibly indicated a needle stick occurred in this area.

Manufacturer narrative:
(B)(4). Supplemental submitted for additional information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that dilaudid was the primary drug in the pump and that the catheter volume was .187 mls. The patient was having "some pain problems" right before the health care provider (hcp) flipped the pump. This was the first time they had any issues with volume discrepancy. Catheter volume of .286 mls was later reported. The reported bolus amount was 1.92 mg. It was reported that the patient started with the seroma and actually had some pain; the hcp wondered if the pump had flipped at that point. It was also reported that when the patient's dosing was increased, he would have "like a day of better pain relief, and then it would drop off again". It was reported that the hcp was turning the patient over to hospice but "we'll keep a closer eye on him instead". Upon further review, it was also noted that the cause of death was reported as cancer and pulmonary embolism and metastasis of the cancer and that the cause of death was not device related. It was also reported that the patient was cremated and that it was unknown if the pump would be sent back to the manufacturer for analysis. Further follow-up attempts reported that the pump was not explanted and remained with the patient.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8 709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter product ID, 8590-1 lot# n337342 serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.